Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter - the article was written by brian c. Werner, alexandra c. Wong, gregory t. Mahony, edward v. Craig, david m. Dines, russell f. Warren, and lawrence v. Gulotta manufacture date. Product location unknown.

Event description:
Information was received based on a review of the journal article, "causes of poor postoperative improvement after reverse total shoulder arthroplasty." The primary goal of the present study was to use a large registry of reverse total shoulder arthroplasty (rtsa) patients to evaluate associations between patient-related factors and poor postoperative improvement after rtsa. The secondary objective of the study was to ascertain whether poor postoperative functional improvement was associated with lower patient satisfaction. Patients identified in the article underwent shoulder revision procedures due to unknown reasons.